Event description:
Hoyer sling strap was a newer one with 5 loops on each side. Plater was placed on the hoyer device. Patient was lifted off the bed without incident. Once the patient was near their chair, nurse was guiding the hoyer to the correct position when the lower right extremity strap snapped. Nurse was able to catch the strap before the patient fell and guide the patient into the chair. The patient was not harmed in the incident. Upon inspection the red strap on the hoyer sling strap had almost sheered completely in half.